Event description:
Cardiovascular surgeon had the pulmonary artery clamped with the stapler and the stapler would not fire or release. The rep was called immediately to help facilitate. While on the phone with her, surgeon managed to get the stapler released by pushing the buttons several times - it opened without doing any harm to the patient. The pulmonary artery was intact.what was the original intended procedure?thoracoscopy/thoracotomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.